Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced hyperglycemia and buttons were unresponsive. The customer blood glucose level was 427 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptom such as thirst. The customer was not treated for high blood glucose. Customer stated they receive multiple button error and due to this insulin pump was suspending the insulin. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. Customer stated cannula was not bent. Customer did not allege the insulin pump for under delivery. The device will not be returned for analysis.